Manufacturer narrative:
This medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to this medwatch report: b2 - added life threatening d6a - implant date was added updated g3- date received by manufacturer merit medical updated/replaced g code to include: 788 updated/replaced b code to include: 4114 updated/replaced c code to include: 3221 updated/replaced d code to include: 67 updated/replaced a code to include: 2907.

Event description:
A patient underwent a ctif procedure (consisting of a hiatal hernia repair (hhr) procedure, conducted either laparoscopically or robotically, followed by a transoral incisionless fundoplication (tif) procedure). The tif procedure was uneventfully completed, and the patient was discharged. Prior to insertion of the esophyx device, the helical retractor was reportedly properly stowed and locked. At an unknown time during device insertion, the helical retractor moved from the stowed position and caused a superficial mucosal tear. The device was uneventfully removed and the procedure was subsequently aborted. The patient was diagnosed with a mucosal tear . The physician placed clips to treat the reported mucosal tear . An esophagram was planned to be performed on (B)(6) 2024.

Manufacturer narrative:
Per the physician, the cause of the reported mucosal tear is due to the helical retractor moving from the proper stowed position during device introduction. Endogastric solutions (egs) has requested the device for evaluation; however, the device is being held at the hospital and is currently unavailable for return to egs. Additionally, the DHR was reviewed, and the DHR was found to be in compliance and no related manufacturing nonconformities were identified. The physician is not alleging a product malfunction contributed to or caused the adverse event and the device was not returned to endogastric solutions (egs) for evaluation. The device was discarded at the medical facility by hospital staff and is unavailable for return to egs. Per the physician, the pulmonary embolism possibly occurred due to distant history of pulmonary embolism. Based on the available information received by egs, the cause of the reported mucosal, and perforation pulmonary embolism cannot be conclusively determined. It cannot be conclusively determined if the patients prior history of pulmonary embolism diagnosis, hhr procedure, tif procedure, or a combination contributed to or caused this adverse event.